Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. No additional patient or event information was provided.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.